Event description:
Attempts were made to place the viabahn stent graft into the innominate vein but there was resistance to advancement of the stent graft across the cephalic arch. It is felt that the stent graft might be able to be advanced successfully if placed over a stiffer wire. The stent graft was then removed but there was resistance across the hemostatic valve and it was noticed that the back end of the stent graft had pushed forward by approximately 5 to 10 mm on the delivery catheter.